Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the secondary medication flowed into the primary container. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2432-0007 lot number 20115880 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the secondary medicine "poteligeo" flowed into the as lvp 20d 3ss 0.2m cv sets primary chamber when the tubing was clamped below the pump. This occurred 2 separate times during use. The following information was provided by the initial reporter: "secondary medication (poteligeo) flowed into primary container. Tubing was clamped below pump at time of the event so did not impact patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the secondary medicine "poteligeo" flowed into the as lvp 20d 3ss 0.2m cv sets primary chamber when the tubing was clamped below the pump. This occurred 2 separate times during use. The following information was provided by the initial reporter: "secondary medication (poteligeo) flowed into primary container. Tubing was clamped below pump at time of the event so did not impact patient."

Event description:
It was reported that the secondary medicine "poteligeo" flowed into the as lvp 20d 3ss 0.2m cv sets primary chamber when the tubing was clamped below the pump. This occurred 2 separate times during use. The following information was provided by the initial reporter: "secondary medication (poteligeo) flowed into primary container. Tubing was clamped below pump at time of the event so did not impact patient."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-21. H6: investigation summary: one primary tubing (model #2432-0007) and 1 secondary tubing were returned by the customer. It was reported that the secondary medication flowed into the primary container. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. After a few minutes, the blue dye/water mixture fluid from the secondary bag was found to be flowing through the check valve into the primary bag, indicating the check valve was failing to prevent backflow. The customer complaint can be verified. A quality notification has been sent to the supplier, and the sample has been sent for further investigation. The sample passed the weld integrity and component dimension characteristics inspection. The sample passed the re-inspection by the a-03 automated inspection system. Disc pinch impressions were present and the diaphragm was centered. Particulate was found on the diaphragm and sent out for analysis. The analysis indicated that the particulate was found to be sodium and chlorine, which is used in the field. However, sodium and chlorine are not used in the check valve manufacturing process. Even though the failure was confirmed, further supplier investigations could not determine a root cause. We will continue to track this issue and watch for any emerging trends. A device history record review for model 2432-0007 lot number 20115880 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.